Event description:
Pt suffering from pancreatic carcinoma had device deployed in 2003, with no problems until 26 days later when no drainage of bile was observed. X-rays were taken which showed separation of ptcd-ni-a. Although no peritonitis was noted. A repeat of catheter deployment was performed with fever and poor drainage of bile developing during the evening. Pre-dic with decrease of blood pressure. Treatment for mof faced with respiratory insufficiency syndrome, impairment of liver and kidney function as well as biliary atresia from autoimmune pancreatitis/purulent cholangitis "oblitennec". Pt died of cardiac arrest due to possible hyperkalemia.